Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported error received was confirmed as the field service engineer (fse) confirmed the error was present when vising the site. Replacing the top cover resolved the issue. However, analysis of the top cover received in the lab found it to be fully functional. As a result, the most probable cause of the error could not be determined. Device service history record (shr) review: the laser console was installed on 30 july 2016. It was last serviced on 08 april 2021 and found to be fully functional. Device technical analysis: the console was repaired by the field service engineer (fse) onsite. The fse powered on the device and found error 521 (display assembly). The top cover was replaced. The device was tested and passed full functional and electrical safety testing. The top cover was returned and upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified the top cover was in overall good physical condition. The monitor flipped up and down and held in place. The front and back lids were in place and were able to open and close without any issues. The top cover card reader and touch screen were found to be functional. Labeling review: based on the information provided, there was no evidence that the console was used in a manner inconsistent with the labeling as per the xps greenlight operator manual. Investigation conclusion: based on analysis results, a probable cause of cause not established was assigned to this investigation. The reason for the error message received could not be determined.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, error 521 was indicated at start up. The unit was rebooted, but the error remained. Due to the error, the procedure was cancelled. A patient was involved but there were no complications.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, error 521 was indicated at start up. The unit was rebooted, but the error remained. Due to the error, the procedure was cancelled. A patient was involved and there were no complications.